Event description:
The customer contact reported an unrequested bolus dose was delivered. On 2/13/2006 at an unspecified time, the pump was programmed to deliver morphine (1mg/1ml). No specific programming parameters were provided. The reporter stated that at an unspecified time, the "patient received non-commaned bolus of 50mg of morphine (1mg/ml) whereas the pump was programmed to infuse bolus on demand only. Patient's state turn to coma and was ventilated". No further event information including patient treatment was provided; however the patient has reportedly recovered. The device was removed from clinical service. Though requested, no additional information was provided.